Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2016-00195: head, 3025141-2016-00197: stem.

Event description:
Arh slide-loc products were implanted on (B)(6) 2016. At some point post operatively, the head/neck assembly disassociated from the stem. The implants were explanted on (B)(6) 2016.